Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: there was only one clip saved which showed the distal tip being retracted near the introducer sheath. This clip does not show a particularly acute angle between the sheath and distal tip. There could have been other manipulations that were more acute, but if so, they were not saved in the study. The angle on the lateral view is more acute (distal tip at maybe 80 degrees to the sheath). Even so, if you look closely at the angle between the guidewire just proximal to the back end of the tip, it is only about 30 degrees. So, I would not say this is an extremely acute angle. Ideally one would pull the whole assembly (sheath + dcs including tip) back to the inferior vena cava before trying to pull the tip into the dryseal, but it is common to pull somewhat in an orientation like this. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the transcatheter pulmonary valve, the harmony valve was partially deployed but moved to a low position, reportedly due to operator error, requiring recapture of the valve through a 26 fr non-medtronic introducer sheath. During recapture, the nose cone caught on the edge of the introducer sheath due to the unfavorable angle, and when it was pulled more firmly, it separated from the delivery catheter system (dcs). The dcs and valve were recaptured directly, and the nose cone was removed using a snare. A new dcs was used to implant the valve. A procedural delay was reported. No patient complications have been reported as a result of this event. Additional information was received that the procedural delay was no more than 30 minutes. There was no report of significant tortuosity or calcification in the patient anatomy, and there was no twisting or torquing of the dcs. Additional information was received that the guidewire was positioned through the tip prior to the separation.

Manufacturer narrative:
Continuation of d10: product ID harmony-22 (serial: (B)(6)); product type: 0195-heart valves; implant date 2026-(B)(6); select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the transcatheter pulmonary valve, the harmony valve was partially deployed but moved to a low position, reportedly due to operator error, requiring recapture of the valve through a 26 fr non-medtronic introducer sheath. During recapture, the nose cone caught on the edge of the introducer sheath due to the unfavorable angle, and when it was pulled more firmly, it separated from the delivery catheter system (dcs). The dcs and valve were recaptured directly, and the nose cone was removed using a snare. A new dcs was used to implant the valve. A procedural delay was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedural delay was no more than 30 minutes. There was no report of significant tortuosity or calcification in the patient anatomy, and there was no twisting or torquing of the dcs.